Event description:
It was reported by the patients mother that the patient is holding their urine due to vns stimulation. The mother noted that the patient was programmed to the lowest settings at this time. Further information was received that when the vns stimulation was stopped, the urinary retention issues went away. It was also stated that the physician did manipulate settings but that it still seemed like the patient still experiences urinary retention with lower/different settings. No additional relevant information has been received to date.

Event description:
Information was received that the generator has been replaced. The generator was reportedly discarded and thus not received into analysis to date. No additional relevant information has been received to date.